Event description:
This is report 4 of 4 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal therapy was ongoing. The patient experienced peritonitis manifested by pain in her stomach. On the same day, the patient was hospitalized for peritonitis. The cause of peritonitis was unknown. Treatment was not reported. The patient was discharged from the hospital and was recovering from this peritonitis event.

Manufacturer narrative:
Same patient as (B)(4). Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h12i27059 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up will be submitted.